Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age at time of the event not provided. Weight unknown / not provided.

Event description:
It was reported that implant int410 placed in dental site 28 was removed due to peri-implantitis.

Manufacturer narrative:
Supplemental medwatch zimmer biomet complaint number (B)(4). The following sections have been updated: b4: date of this report . B5: describe event or problem. G4: date received by manufacturer . G7: type of report, follow-up number . H2: follow up type . H3: device evaluated by manufacturer. H6: event problem and evaluation codes. H10: additional narrative. An osseotite® tapered certain® implant 4 x 10mm (item #int410) was received for investigation. Visual inspection of the as returned product identified minor signs of wear due to usage but no signs of significant damage or deformation. Functional testing to recreate the reported event could not be performed due to the nature of the event. The product's dimensions were measured with digital calipers and found to be within the specifications in the product's engineering drawing. No pre-existing conditions were noted on the per that could contribute to the event. The reported device was located on tooth # 44 (fdi notation) and was used for approximately 2 months. X-ray images were provided and were assessed by dental medical sme. The images were confirmed to display the reported bone loss. Device history record review was completed for the subject lot number (2019030470). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (lot # 2019030470) for similar events and no other complaint was identified. Therefore, based on the available information, device malfunction did not occur, and the reported bone loss is confirmed. While the infection cannot be verified with xray images, the bone loss was observed and confirmed.

Event description:
No further event information is available at the time of this report.